Event description:
It was reported that the patient underwent surgery to treat a sequential right humeral malunion/non-union during which rhbmp-2/acs was implanted as well as a stainless steel synthes proximal humerus locking plate. At an unknown time post-op, the patient developed localized swelling, and incisional dehiscence. A surgical intervention was performed two and half weeks post-op to irrigate and debride the site. Cultures taken during the I & d ultimately grew staph, and enterococcus (species unspecified). The patient is reported doing well. The localized swelling has resolved, the incision has healed, and the humeral malunion and non-union have resolved. The hardware was reportedly removed seven months post-op.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.